Event description:
Upon the opening of the packaging the tip of the pigtail catheter was broken in two pieces. The catheter was not used. The procedure was completed with a new pigtail catheter. There were no anomalies noted on the outer or inner packaging. There was no difficulty removing the product from its packaging. The product was stored in the facility according to required conditions. The device did not kink in the area of separation.

Manufacturer narrative:
The complaint report stated that upon opening the packaging, the tip of the pigtail catheter was broken in two pieces. The catheter was not used. The procedure was completed with a new pigtail catheter. There were no anomalies noted on the outer or inner packaging. There was no difficulty removing the product from its packaging. The product was stored in the facility according to required conditions. The device did not kink in the area of separation. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint could not be confirmed without a product return. It is not known what factors may have contributed to this event. No actions will be taken at this time.

Manufacturer narrative:
Please note that the product was returned for evaluation. The complaint report stated that upon opening the packaging, the tip of the pigtail catheter was broken in two pieces. The catheter was not used. The procedure was completed with a new pigtail catheter. There were no anomalies noted on the outer or inner packaging. There was no difficulty removing the product from its packaging. The product was stored in the facility according to required conditions. The device did not kink in the area of separation. A non-sterile 4fr pigtail diagnostic catheter with side-holes was returned for analysis coiled inside a plastic bag. The catheter body was kinked. The pigtail tip was broken but not separated, at 0.8cm, and at 1.4cm from the distal end. These fractures in the catheter tip were located at the position of the two side-holes situated on the inside of the curve/shape. No other anomalies were observed. The inner and outer diameter of the catheter was measured at several points along the body; all measurements were within specifications. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The tip separation reported was not confirmed; however, the catheter tip presented two fractures. The exact cause of these damages, as well as of the kinks, could not be conclusively determined. Controls are in place to prevent these types of damages from leaving the facility. It is not known if handling may have contributed to this event. The product IFU does state "treat all 4f (1.35 mm) catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation." No corrective action will be taken at this time, given that there are no indications that this issue could be related to the manufacturing process.